Manufacturer narrative:
The service technician observed error e226 was continuously displayed. Additionally, the video connector has multiple fractures, deformation to the switch buttons and the coupler is corroded/rusted. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer high definition 3cmos (complementary metal¿oxide¿semiconductor) autoclavable camera head was returned for service/repair for a reported ¿camera head not working¿ during preparation for use. Upon inspecting and testing, the service evaluation found error e226 was continuously displayed. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the communication failure was likely due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.